Event description:
Maude adverse event report states: ICU pt was intubated with teleflex sheridan endotracheal tube (7.5 fr.). Health care personnel frequently found that the adaptor on the endotracheal tube was disconnecting from the ventilator circuit. Clinical interventions that inlcuded troubleshooting the device were performed but did not resolve the issue. Due to the frequency of disconnections and interruptions to life saving therapy, the decision to exchange the endotracheal tube was made by the physician. During the tube exchange, pts airway lost patency and an emergency tracheostomy had to be performed at the bedside. Emergency clinical interventions prevented further harm to the pt and mitigated a life threatening issue.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4). Information found when reviewing the maude report. No reporter contact information was provided.

Event description:
Maude adverse event report states: ICU pt was intubated with teleflex sheridan endotracheal tube (7.5 fr.). Health care personnel frequently found that the adaptor on the endotracheal tube was disconnecting from the ventilator circuit. Clinical interventions that included troubleshooting the device were performed but did not resolve the issue. Due to the frequency of disconnections and interruptions to life saving therapy, the decision to exchange the endotracheal tube was made by the physician. During the tube exchange, pts airway lost patency and an emergency tracheostomy had to be performed at the bedside. Emergency clinical interventions prevented further harm to the pt and mitigated a life threatening issue.